Manufacturer narrative:
Date sent: 08/02/2007.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the surgeon used the device on the left and right uterine-ovarian ligament and had satisfactory hemostasis. After completing the vaginal portion of the case, the surgeon noticed excessive bleeding from the vagina. They reintroduced the laparoscope into the trocar but were unable to determine the source of the bleeding. They converted to a laparotomy and noted bleeding from both the right and left utero-ovarian ligament pedicles. There was approx 1200cc of blood loss and the pt was given a transfusion of two units of blood. The case was completed with sutures.